Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy and the pod pink slide had not move forward at initial activation. In addition the patient reports the pod was leaking during wear.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 2345 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism which was reset and redeployed successfully. No problems were found regarding the needle mechanism complaint. A complete tear was observed on the internal portion of the soft cannula, measuring 0.541 inches from the nailhead. Fluid could not flow through the complete fluid path as a result. The timing and cause of the observed cannula damage could not be determined.